Event description:
Ethicon endopouch retriever lot # 719d57 exp date 07/31/2030 upon retrieving gallbladder intra-op, endopouch retriever broke necessitating extension of surgical wound. There doesn't seem to be any additional injury to patient.